Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause for the code 203 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is broken leads on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken leads on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted form the broken leads on c21. The last pt to use this monitor did not report any deficiencies.